Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler passed the go/no go gauge check. Load cell verification testing was performed with no issues noted. A patient sensor calibration test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient¿s shortness of breath and pressure under the diaphragm with subsequent hospitalization and diagnosis of pneumoperitoneum. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and utilization of the liberty select cycler. The pdrn did question if the liberty select cycler could have primed incompletely. The patient reported that no alarms were received, and that treatment was completed without issues. The liberty select cycler has air infusion protection that will alarm when any air volume is over the set limits. The user guide also states that if air is seen in the lines after priming, the user can touch the back button to re-prime the lines again. The pd catheter serves as an entry port for air into the peritoneal cavity which can result from technique related issues. The cause of the patient¿s pneumoperitoneum has not been confirmed. The patient is continuing pd therapy utilizing a hospital cycler with no additional complications, however, the air in the diaphragm has not resolved. Although there were no reports of a liberty select cycler malfunction occurring, the pdrn did suggest an issue with priming. Therefore, the device cannot be excluded as possibly causing or contributing to the patient¿s pneumoperitoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A emergency room (ER) physician contacted fresenius technical support and reported that a patient on peritoneal dialysis (pd) was found to have air trapped in their diaphragm. The physician inquired if the cycler would have caused it. Technical support relayed that if there was air passing through the lines or cassette, then specific alarms would have occurred. The patient reported no alarms and stated the cycler had been working perfectly. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the ER with shortness of breath and pressure under their diaphragm. The symptoms were described as similar to fluid overload. The patient was evaluated and was not found to be overloaded. The patient had no weight gain and blood pressure was within normal limits (no values provided). Peritonitis was also ruled out. An x-ray performed in the ER showed free air in the patient¿s diaphragm. The patient was admitted to the hospital. The hospital attempted several non-invasive tactics to expel the air from the patient, however, none have been successful. The patient has been turned from side to side and upside down with no results. The patient was initially tried on manual exchanges but has since resumed pd therapy on the liberty cycler (hospital owned). No additional information was provided about the patient¿s hospital course. The patient currently remains hospitalized. The patient has been on pd therapy for a long time and does not think they did anything incorrectly with treatment to have caused the air. Additionally, the patient completed treatment on the morning of the hospital admission without alarms or other complications. The pdrn questioned whether the liberty select cycler primed completely prior to initiation of treatment.